Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implanting procedure, after the left ventricular was positioned, it was no longer pacing and produced diaphragmatic stimulation. The physician changed positions but the issues continued. Another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The analysis commented, electrical resistance and cross continuity test results were within specifications. No anomalies were found.